Event description:
Per the clinic, the patient experienced shocking sensations with stimulation, and pain around the implant site with and without stimulation. The external equipment was requested to be removed from service and returned to the manufacturer. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4). Device: implanted device remains.